Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric for a cyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician had an issue while deploying the first flange. They were inside the cyst and about to deploy the first flange from the hot axios and this did not deploy. The procedure was completed using a different device. There were no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation finding that the handle was found detached/separated (disassembled). Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of handle break (detached/separated handle). Block h11: an axios stent and electrocautery enhanced delivery system was returned for analysis. Visual examination noticed the stent fully expanded and deployed, the axios slider broken, the handle disassembled, the copper wire detached, and the inner sheath kinked. Product analysis could not confirm the reported event of stent failure to deploy, the stent was returned fully expanded and deployed. The investigation concluded that the additional observed damages of handle break and inner sheath kinked were most likely caused by procedural factors such as lesion characteristics, handling of the device and the technique used by the physician (force applied). Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is cause not established. A labeling review was performed, and from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label.